Event description:
Pt experienced skin erosion and wound dehiscence at the calcaneal site of the surgical incision after he came out of a walking cast approximately six weeks post-repair of achilles insertional rupture of calcaneus with orthadapt augmentation. The bioimplant was explanted approximately two months post-repair; at that time the achilles tendon was noted to be healed.

Manufacturer narrative:
Based on the provided information, the root cause could not be determined; however, it is likely that the walking cast and the location of the wound over the calcaneus contributed to the event. The product was not returned to the manufacturer for evaluation. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.